Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg was not provided. A manual insulin injection was administered to address elevated bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.